Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 a review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, b5, b6, d1, d2, d4, d6a, d6b, g1, g2, h4, h6.

Event description:
The device has been explanted.

Manufacturer narrative:
Explant has not been confirmed. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side suspected rupture. The status of the device is unknown.